Event description:
It was reported that this artificial urinary sphincter (aus) was exhibiting deflation issues. Fluid loss was suspected but a leak could not be confirmed. The aus was explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this artificial urinary sphincter (aus) was exhibiting deflation issues. Fluid loss was suspected but a leak could not be confirmed. The aus was explanted and replaced with a new aus. No patient complications were reported.